Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 4.1 cubie pockets a1 and a6 were failed and not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 4.1 cubie pockets a1 and a6 were failed and not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) half height (hh) drawer 4.1 not detected on bus. When inspecting drawer, the fse noticed that the retractor band was broken. When manually opening drawer, drawer slides were stiff and was difficult to pull open. Customer had a spare drawer to replace hh main drawer 4, as it had bad rails. Further the fse replaced the drawer. Then reassembled device and used diagnostics to remove all cubie pockets that drawer had. Popped in all new cubie pockets. Tested all pockets and the drawer was fully functional. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative. Correction: section d unique identifier (UDI). Part analysis: the reported issue related to the medstation es main 6 dr was confirmed by the bd fse (field service engineer). The device was initially evaluated by the bd fse according to wo (B)(4) fse reported that the hh drawer 4.1 was not detected on bus. Fse noticed a broken retractor band, when fse manually opened the drawer, it was observed that the drawer's slides were stiff and difficult to pull open. Fse decided to replace the issued hh drawer. The device was then configurated and tested and exhibited no further issues. External inspection found no obvious physical damage, deformation, or contamination on the drawer housing, latch mechanism, or connector interface of the returned cubie drawer enhanced fh (p/n 13738801). Dchu testing found that the retractor cable and connector for the drawer were damaged. After replacement of the retractor cable, the returned drawer assembly passed the hta functional testing. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d). Root cause: the root cause was determined to be a damaged retractor cable and connector.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 4.1 cubie pockets a1 and a6 were failed and not detected on bus. As per part investigation, it was determined that there was damaged retractor cable. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.